Event description:
It was reported while using bd sharps coll 1qt red the lid did not fit properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a lid issue of sharps collector. According to the customer's report, the lid did not fit to the base. The user tried with several lids but all the tested lids did not fit.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-nov-2022 investigation summary 1 sample without lid was returned for quality investigation by the customer. As per manufacturer instructions another container lid with same dimension tried to test the product and issue replicated as mentioned by customer. According to the DHR review process, the result showed there were no issues reported as wrong lids during the manufacturing process for the lot number reported (2049930) under this complaint. A review of the ncmr¿s was performed; the result showed no issues reported for the same part number and issue throughout the last twelve months. Based on the evidence provided from customer, this issue could potentially be related to the manufacturing process due to line clearance omission at the time to withdraw defective pieces.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 1qt red the lid did not fit properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a lid issue of sharps collector. According to the customer's report, the lid did not fit to the base. The user tried with several lids but all the tested lids did not fit.